Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed were "hi" (>600 mg/dl) and 336 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4) . Product evaluation completed with no defect found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic (what is an acceptable variation between results). Remaining test strips and retention strips within specification.